Manufacturer narrative:
(B)(4). Initial reporter occupation: patient. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. It was stated on the email,"unfortunately, the knee replacement that I had done using your replacement part, has loosened and I am going to have to go through the surgery again, the pain, the therapy, etc. I know this was not intentional but I definitely think that I should receive compensation for this. The surgeon who did the original was dr. (B)(6) in (B)(6). I am now in (B)(6). Please get back to let me know what you can do. Doi: (B)(6) 2014. Patient had a left knee replacement due to degenerative joint disease. Depuy implants were placed with competitor cement. No intra-operative complications were noted. Dor: (B)(6) 2019. Patient was revised due to pain. Intra-operative synovitis due to fragmented cement and tibial component loosening at the implant to cement interface. Femoral component was revised, but was noted to be well fixed. Competitor implants and cement were used at revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.